Event description:
1 patient with grade 3/4 albumin laboratory toxicity [blood albumin increased]. Case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from literature article entitled "radioembolization with yttrium-90 microspheres for patients with unresectable hepatocellular carcinoma" concerning a male patient, exact age not specified. The patient's medical history included unresectable hepatocellular carcinoma. Inclusion criteria included eastern cooperative oncology group (ecog) performance criteria of 0-2 and total serum bilirubin of <2 mg/dl. The patient received the following concomitant medication: tc-99-macro-aggregated albumin via the hepatic artery as part of a pre-treatment procedure for a whole body nuclear scan to determine the estimate of body distribution and percent of lung shunting. The patient received therasphere (yttrium-90 glass microspheres) (dates, lot numbers and expiration dates unknown), exact dosage not provided but treatment dose range was 90-120 gy. On an unspecified date, the patient developed grade 3/4 albumin laboratory toxicity. The authors considered the event as a laboratory toxicity. No other details were provided. The outcome of the event was unknown. The authors did not provide serious criteria but graded the laboratory toxicity as 3/4 and reported that the event was related to the use of the therasphere. The company assessed the event as serious (medically significant). Follow-up information will be requested. Case comment: blood albumin increased is considered unlisted according to therasphere's current reference safety information. In agreement with the assessment made by the authors, the company considers that blood albumin increased is related to the use of therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.